Manufacturer narrative:
The patient is a previous smoker. The index procedure was prompted by positive stress test. The lad and om1 indicated mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the mid lad, prox lad and om1 were treated. Post procedure, abnormal cardiac enzyme levels were noted. Cec assessed mi as non q wave mi (target vessel), mdt extended historical, peri-pci. Cec assessed the stent thrombosis as no event.